Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the pump was alarming or beeping. The patient's previous health care provider (hcp) was "negligent and let the pump go dry." The patient called their case manager and stated that the pump had been alarming (and he had just seen the hcp). The hcp was out until (B)(6) 2015, and they did not give the patient any medication to ease withdrawal. The case manager believed this occurred in (B)(6) 2015 and "had it written down somewhere" but stated the patient would know better. The indication for use was spinal pain. The system was delivering morphine 30 mg/ml. The dose and lot number were unknown. Troubleshooting performed, actions/interventions taken, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.